Event description:
Boston scientific received information that this patient experienced a syncopal episode. As the patient had not contacted the physician, a device check was not performed.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.